Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, the third-party service technician confirmed the customer's allegation on the device. The third-party found a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system printed circuit assembly board was replaced to address the issue. Additional findings not related to the malfunction/issue was contamination found in the device. The third-party service engineer did not specify the part(s) that were contaminated for this particular device; therefore, some cleaning is needed and some of the part(s) would need to be replaced on the device. The following parts were replaced on the device: trilogy evo internal battery pack, particulate filter, trilogy evo front panel, trilogy evo blower bellows seal, trilogy evo blower mount, trilogy evo internal battery door, trilogy evo rear cover, trilogy evo base assembly, trilogy evo cooling fan assy, trilogy evo fan retainer, trilogy evo main housing, trilogy evo inlet side panel, trilogy evo machine flow sensor, trilogy evo handle retention plate, trilogy evo muffler assembly, trilogy evo filter cover, trilogy evo air inlet foam filter, trilogy evo vanity cover assy, trilogy evo tubing system pca, trilogy evo tubing blower chassis, trilogy evo tubing-fio2, and trilogy evo tubing-low flow o2.